Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. The patient was moved to recovery and coded. Patient was intubated and it was determined that the collagen was deployed intravascularly through ultrasound. A hematoma also developed. Surgery was performed to remove the collagen plug and a femstop was applied to control the access site and press out the hematoma. It is noted that the deployment of vascade was in a "high-stick" area above bifurcation but below epigastric artery.

Manufacturer narrative:
The device was not returned for investigation. Fluoroscopy of the disc position before collagen deployment was not obtained, and the images were not provided to cardiva medical inc. It should be noted that imaging is specified in the IFU to locate the disc position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: fluoroscopy was not utilized to verify disc placement; therefore, it cannot be determined if the disc was properly placed for deployment. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. A pressure bandage was successfully applied post procedure to reduce a hematoma.